Event description:
Patient was placed on table and set up for diagnostic cardiac cath. When md attempted to take first image, the cath equipment message was "high voltage error." The staff reset system and called ge service. After reset, error message was still present. Patient moved to another room. Equipment placed out of service and later put back in service after the circuit board was replaced.====================== manufacturer response for cardiac cath lab, innova 2000 all di======================repaired within three hours - "snubber failure". Installed replacement mini bridge - snubber" per conversation with technician, no exposures - error on console.